Manufacturer narrative:
Excess mobile lubrication was noted on the wing nut and the plunger. The device was cleaned, lubricated, adjusted and returned to the user facility.

Event description:
A system 6 precision handpiece was sent for service and it was noted that a substance that looked like mobil was leaking out of the head. No adverse event was associated with the device.